Manufacturer narrative:
Follow-up #1: date of submission 02/07/2017-device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis on 01/11/2017 with the following findings: the retained sample from the reported cartridge lot had an expiration date of july 2016; the reported health event occurred on (B)(6) 2016.

Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient had large ketone levels on (B)(6) 2016. No details on the patient¿s blood glucose were provided. A random occlusion alarm was reported. During troubleshooting, the cartridge was able to be primed without further issue; it was determined the cartridge was not being used per instructions for use. This complaint is being reported because to the reported health event was attributed to use error.